Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the FDA, a correction to the model number. Olympus received a copy of voluntary report# mw5073790 on january 3, 2018. In addition, the customer further reported the correct model of the subject scope is a cf-h180al.

Manufacturer narrative:
The subject scope was a loaner from a non-olympus third party vendor and was returned to the third party vendor. The user facility notified the third party vendor and was informed that the foreign black oil was a dry lubricant that is non-toxic and safe for the patient. The click noise was from the positioning wire in the scope breaking that caused a small hole where the lubricant escaped. The exact cause of the reported event could not be determined, however, based on the reported information the most probably cause of the reported event can be attributed the operator¿s technique and the use of non-olympus owned/serviced scope. The instruction manual provides several warning and caution statements in an effort to prevent patient injury/infection. "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the instruction manual also provides important information before use that states, ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is exclude from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ as part of our investigation, an olympus endoscope support specialist (ess) was dispatched to provide an in-service reprocessing training to the staff. To date, the ess visit has not yet been finalized.

Event description:
Olympus was informed that at the end of the colonoscopy procedure, the physician twisted the control knob on the scope and heard a loud snap. As a result, foreign black oil started to leak out of the scope while it was still in the patient. The foreign black oil was immediately suctioned out of the patient. The procedure was completed using the same scope. No patient injury was reported.